Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report # (B)(4). One used set was received for evaluation. The sample was tested for leakage per th specification, and there was leakage observed from the top cap of the blood filter housing. As this is a purchased part from filtertek, the sample and all available information regarding this complaint was sent to the supplier for evaluation: scan number (B)(4). In order to help mitigate the potential root causes, filtertek, the supplier modified the solvent drying carrousel control to eliminate occurrences of units with shorter drying times after assembly of the filter, and a poke-yoke, go/no-go gage was implemented to mitigate in-process issues regarding the tubing close to or out of spec at the higher tolerance. The supplier also performed an adjustment of the carrousel fixture to also help prevent parts from being bent or over-pressed if the tubing is close to the upper spec. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure cop-qp-8000051.

Event description:
As reported by user facility: there is cracking just above the blood filter causing leaking.